Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of occlusion is listed in the xience skypoint, everolimus eluting coronary stent system (eecss), electronic instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect of occlusion, and the relationship to product, if any, cannot be determined; however, the subsequent unexpected medical intervention and hospitalization appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that on (B)(6) 2026, the patient, with a history of coronary artery disease was admitted with an st elevation myocardial infarction (stemi) involving the coronary artery of the anterior wall. One xience skypoint (3.5 x 28 mm) stent implanted. On (B)(6) 2026, the patient was re-admitted with chronic ischemic heart disease (a pre-existing condition) and occlusion (stenosis) of the coronary artery stent. Percutaneous transluminal coronary angioplasty was performed. The patient was discharged from the hospital the same day, (B)(6) 2026 to a short-term nursing facility. No additional information was provided.